Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose was 204 mg/dl. Reportedly, insulin delivery was resumed without a supply change to address the event. Customer user fiasp insulin and tandem's technical support educated customer on cartridge/insulin labeling.